Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. Final analysis found a partial lead was returned. An insulation abrasion was noted at 4.9 cm to 5.0 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. (B)(4). (B)(6).